Event description:
One tbhcg sample was discovered to be discordant to a urine screening method for one patient on the beckman coulter dxi 800 system the customer contacted beckman coulter inquiring how to test a tbhcg sample for interference. Customer technical support offered to perform internal testing to confirm interference, but the customer declined. No definitive root cause has been determined for this event.